Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer cleared the occlusion alarms, and resumed insulin delivery. Customer observed an air bubble in the tubing which may have contributed to the occlusion. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 165 mg/dl.